Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 305155 and lot number 9162963. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and three photos were received for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and there is a small white foam ball at the needle tip. No other defects or imperfections were observed. The three photos provided show the sample received. It could be possible for this defect to occur if the foam used to protect the needle tip during the final inspection induced the white foam ball at the needle tip. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. "

Event description:
It was reported that a needle 22x1 rb had foreign matter during use. The following was reported by the initial reporter: "it was reported that there is a small styrofoam ball in the bevel tip. Verbatim: per customer's response: (B)(6) 2021. Event date (B)(6) 2021. No one hurt. Opened a new bd precisionglide needle 22g x 1 lot# 9162963 and when uncapping the needle found what appears to be a small styrofoam ball in the bevel tip."